Event description:
It was reported that the implants became stuck to the inserter and broke off the hex. The hex of the implant remained in the inserter. Surgeon inserted another one next to the broken one to complete the case. No adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Evaluation confirmed the implant has broken off in the inserter. This condition typically occurs due to improper bone preparation and/or if the implant is not inserted perpendicular to the insertion site. This is the first complaint of this type for this part/lot combination. Event attributed to misuse.